Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the stimulator was explanted today. It was reported that the patient mentioned feeling a little weird today after explant. Patient states the stimulator never worked the way they thought it would. Agent emailed device registration to update patient information. Additional information was received from the health care professional (hcp). When asked the hcp to clarify the statement "the stimulator never worked the way they thought it would", the hcp stated that the patient's symptoms of fecal incontinence never improved. Device caused them discomfort and pain and inability to have MRI.